Event description:
Customer reported the system is slow to boot up, will not emit x-rays, and then locks up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a connector. System operates as intended.